Manufacturer narrative:
Corrected h6: patient and impact codes. A2 - age at time of event: 62 years old at the time of enrollment.

Event description:
It was reported that dissection occurred. The subject was enrolled in a clinical study on (B)(6) 2025 and the index procedure was performed on the same day. During the index procedure, anti-coagulation therapy was administered. The target lesion was located in the left arm venous outflow with 5.7 mm reference vessel diameter, 47.8 mm length and 65% stenosis with no calcification. Pre-dilatation was performed using 4 mm x 40 mm and 6 mm x 40 mm balloon with residual stenosis of 12 %. The target lesion was treated with 6 mm x 80 mm ranger drug coated balloon, study device. Post procedure, the residual stenosis was noted to be 12%. On (B)(6) 2025, index core lab angiography finding revealed that target lesion was located in the venous outflow with 7.7 mm reference vessel diameter, 62.62 mm length, and 61.04 % diameter stenosis. After pre-dilatation, a complication of type c dissection was noted which remained the same after test device usage. In addition, type e dissection was visualized along with type c dissection identified. Post test device usage, the diameter stenosis was noted to be 21.33 %. Post index procedure, avf functional assessment revealed flow volume (fv) of 1120 ml/min, resistance index (ri) of 0.52, systolic blood pressure of 148 mmhg, and diastolic blood pressure of 97 mmhg. Post procedure, the subject was advised to continue ongoing anti-coagulant medication therapy.

Manufacturer narrative:
A2 - age at time of event: 62 years old at the time of enrollment.

Event description:
It was reported that dissection occurred. The subject was enrolled in a clinical study on (B)(6) 2025 and the index procedure was performed on the same day. During the index procedure, anti-coagulation therapy was administered. The target lesion was located in the left arm venous outflow with 5.7 mm reference vessel diameter, 47.8 mm length and 65% stenosis with no calcification. Pre-dilatation was performed using 4 mm x 40 mm and 6 mm x 40 mm balloon with residual stenosis of 12 %. The target lesion was treated with 6 mm x 80 mm ranger drug coated balloon, study device. Post procedure, the residual stenosis was noted to be 12%. On (B)(6) 2025, index core lab angiography finding revealed that target lesion was located in the venous outflow with 7.7 mm reference vessel diameter, 62.62 mm length, and 61.04 % diameter stenosis. After pre-dilatation, a complication of type c dissection was noted which remained the same after test device usage. In addition, type e dissection was visualized along with type c dissection identified. Post test device usage, the diameter stenosis was noted to be 21.33 %. Post index procedure, avf functional assessment revealed flow volume (fv) of 1120 ml/min, resistance index (ri) of 0.52, systolic blood pressure of 148 mmhg, and diastolic blood pressure of 97 mmhg. Post procedure, the subject was advised to continue ongoing anti-coagulant medication therapy.